Manufacturer narrative:
Medical device expiration date: unknown . The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there were discrepant results. There was no report of confirmatory testing. There was no report of adverse patient impact. Eua# (B)(4). It was reported the customer performed a test on herself last night and got a negative and today she performed a test on her daughter and got a negative customer left home and returned and there was a third line on both her and her daughters test, she then used a different scan card to test them again digitally and was presented with a positive result for both. Customer retested both herself and daughter after seeing the positives and they both received a negative result per the scan well app.

Manufacturer narrative:
H.6 investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1349688, ¿ customer received negative result initially, she then used a different scan card to test them again digitally and was presented with a positive result ¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. As per the product information leaflet, second test should be done 24 - 48 hours after the first test. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there were discrepant results. There was no report of confirmatory testing. There was no report of adverse patient impact. Eua# (B)(4). It was reported the customer performed a test on herself last night and got a negative and today she performed a test on her daughter and got a negative customer left home and returned and there was a third line on both her and her daughters test, she then used a different scan card to test them again digitally and was presented with a positive result for both. Customer retested both herself and daughter after seeing the positives and they both received a negative result per the scan well app.

Manufacturer narrative:
Additional information was received updating the following fields below.: d.4. Medical device lot #: 1349688. D.4. Device expiration date: 2022-06-13. H.4. Device manufacture date: 2021-12-22.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there were discrepant results. There was no report of confirmatory testing. There was no report of adverse patient impact. Eua# (B)(4). It was reported the customer performed a test on herself last night and got a negative and today she performed a test on her daughter and got a negative. Customer left home and returned and there was a third line on both her and her daughters test, she then used a different scan card to test them again digitally and was presented with a positive result for both. Customer retested both herself and daughter after seeing the positives and they both received a negative result per the scan well app.